Event description:
It was reported that the insulin pump had a crack in the case and it was noticeable on the display. No further information reported.

Manufacturer narrative:
Pump was received with cracked case at display window corner and cracked reservoir tube lip. No crack lcd glass or display noted